Event description:
It was reported that the customer had low blood glucose levels (55 mg/dl). Pump passed delivery system check. Customer is working on adjusting pump settings with her health care professional.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.